Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the cartridge alarm independently by reloading the original cartridge, and there was no previous occurrence of similar alarms with this pump.